Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. Purge disc retainer was found to be broken (broken at the post where the purge disc retainer was supposed to be fastened to the purge assembly. The logs were reviewed which confirmed the inability to detect the purge disc. The root cause of this issue was a broken purge disc retainer post.

Event description:
The user facility's biomedical engineer reported purge fluid not detected alarm occurred on the automated impella controller (aic). The aic was removed from use.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.